Event description:
The customer reported that there was an iris pot error on boot up. This malfunction will prevent the system from booting up completely. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator iris potentiometer. The system operates as intended.